Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Though the incident could not be verified for this specific complaint, leakage has been a reoccurring issue and the possible root cause could be due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. A project has been started to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. Root cause description: from the complaint verbatim, the probable root cause for the leakage could be related to issue with the injection valve. CAPA# (B)(4) was issued to address valve issue. However as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause of this complaint cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety shielded IV catheter injection port during use. The following information was provided by the initial reporter: "14g cannula injection port faulty. Blood able to leak from port site. Easy to flush so seems like faulty valve." Details of injury (to patient, carer or healthcare professional): none action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) cannula removed and dressing applied."